Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of fine noisy signals on atrial tachy response (atr) episodes. The noisy artifact is a known issue. Additionally, there was intermittent undersensing on the ra channel. The pacemaker also exhibited out of range pacing impedance alerts for several years and had varying impedances from low out of range to within range with an approximately 700-ohm difference. Technical services (ts) suggested reprogramming. Ts noted that the patient presented to the emergency room (ER) for syncope, however, they do not believe it is related to the atr episodes as the atrs were not new. The patient is ventricular pace dependent, but there were no signs of oversensing on the ventricular episodes and right ventricular (rv) lead measurements remained within range. The lead remains in use. No adverse patient effects were reported.